Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the hilar part during an bile duct metallic stent placement performed on (B)(6) 2022. During the procedure, when the balloon was inserted through the inside of the stent where it was placed, and when it was expanded, the resistance of the dilator suddenly disappeared and the balloon broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result- the returned hurricane rx dilatation balloon was analyzed and a visual examination found that the balloon and the catheter of device had no damages. A functional inspection was performed by connecting the device to an alliance inflation system. The balloon inflated without problem, and it was able to maintain its pressure without any evidence of water leak. Microscopic analysis was performed and no failure was found on the balloon. The reported event of balloon burst was not confirmed. Product analysis determined the device was returned in good condition, with the capability of being inflated and holding pressure. Therefore, the most probable root cause cannot be determined as no problem was detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the hilar part during an bile duct metallic stent placement performed on august 25, 2022. During the procedure, when the balloon was inserted through the inside of the stent where it was placed, and when it was expanded, the resistance of the dilator suddenly disappeared and the balloon broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event.